Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported by the customer that an acoustic alarm emitted by the crrt (separate unit for kidney therapy), which had been applied to a patient using our rotaflow console (rfc) system. Customer discovered that the rfc system had shut down unintentionally without any error message. Mains power was provided at that time, as indicated the main power led on the front panel. Customer continued to support the patient with the emergency drive and exchanged the unit with a back-up unit. After detaching the affected device from the patient, this rotaflow console was inspected but no problem was found. No harm to any person has been reported. Due to the reported ¿pump stop¿ during use and the hand crank was used a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failure "unexpected pump stop" could not be reproduced. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. Preventively the on/off switch with cabling (article number 701050674) has been replaced. The device was working as intended and is back in use. The preventively replaced on/off switch with cabling was investigated by the getinge life-cycle-engineering (lce) and no malfunction or mechanical defects could be confirmed. The switch was send to the manufacturer for further investigation, they could not confirmed or detect any malfunction on the switch. Thus the exact root cause of the reported event could not be confirmed. The review of the n0 on-conformities was performed on 2023-10-26 and during the period of (B)(6) 2019 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-11-18. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in south korea. It was reported by the customer that an acoustic alarm emitted by the crrt (separate unit for kidney therapy), which had been applied to a patient using our rfc system. Customer discovered that the rfc system had shut down unintentionally. Mains power was provided at that time, as indicated the main power led on the front panel. Customer continued to support the patient with the emergency drive and exchanged the unit with a back-up unit. No harm to any person has been reported. Complaint ID: (B)(4).